Event description:
It was reported that the patient came to the emergency room (ER) on the morning of (B)(6) 2013 with itching and bad spasms. They were afebrile. They were treated with oral medications, and ¿they believed benzodiazepines¿. Later in the day, the patient had a temperature of 107, respiratory failure, cardiomyopathy, multi-organ failure, ¿etc.¿. The patient required intubation. The patient was given three bolus doses via the catheter access port. With the first bolus of 100 mcg, the patient¿s vitals improved; however, the patient remained the same with the next two bolus doses. The patient¿s status at the time of the report was alive with injury. It was noted that the device was interrogated indicating both the elective replacement indicator (eri) and end of service (eos) occurred. The document noted ¿end of life (B)(6) 2013¿. Normal battery depletion was noted. The medication infused was lioresal. It was later reported that the patient¿s battery had been at its end of life prematurely on (B)(6) 2013, though it was clarified that the doctor subsequently stated the eos was not premature. The patient was in critical condition in the intensive care unit (ICU) with acute intrathecal baclofen withdrawal and ¿now with multisystem organ failure¿. It was later reported that there was nothing wrong with the pump. It was noted that ¿if the pump was not working, the patient would not have gone through withdrawal¿. The representative stated that they missed eri and eos. The patient was noted to be very ill. It was later reported that the patient was infected so it would not be for at least a month before they were scheduled for a trial. The patient¿s kidneys were failing so they might need dialysis. Their pump was checked and the eri was (B)(6) 2013. They spoke with the physician who managed the pump. They said they were in the process of scheduling surgery. They were not sure why it was not done earlier. The representative later reported that they looked up the patient¿s device and date of implant. They confirmed that the patient¿s pump did not have a premature end of life it was later reported that the patient had another heart attack on (B)(6) 2013. They had to have their leg amputated on (B)(6) 2013. It was later reported that, as of (B)(6) 2013 the patient was still unresponsive off sedation for three days and they were getting co ntinuous dialysis. It was later reported that, as of (B)(6) 2013, the patient was still not doing well. They opened their eyes, but otherwise their mental status was ¿quite poor¿. The hcp was going to get an MRI of their brain once they were stable enough to go out of the ICU. The patient now had a tracheostomy and the healthcare provider believed they would be getting a percutaneous endoscopic gastrostomy (peg) soon.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).